Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI: (B)(4).

Event description:
The patient notifier did not activate when prompted during follow-up, despite use of an rf antenna. A suggestion was made to place the patient on merlin.net for continued monitoring. The patient is stable.